Event description:
It was reported that the device was used during a nephrectomy procedure. The device was being fired over the renal artery and the device cut, but did not staple. The artery was clipped and the case was completed. The pt received a blood transfusion of 200cc.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.